Event description:
Complainant alleged that while attempting to treat a patient the device displayed a red "x" and shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicted that the patient subsequently expired.